Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Home monitoring alerts received for daily shock impedance out of range (<30 ohm or >80 ohm). Initial alert received on (B)(4) 2013. Per pi, event may be due to ICD lead fracture/dislodgement as a result of a previous fall. A chest x-ray was performed and leads appeared appropriate/unchanged. Patient is scheduled for dft testing on (B)(6) 2013.